Manufacturer narrative:
Combination product: yes upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead. The insulation was found abraded through between 10 and 12 cm distal to the is-1 connector pin, which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further deviations such as a damaged insulation between 5 and 7.5 cm distal to the is-1 connector pin and between 21.5 and 31 cm distal to the is-1 connector pin and a bent fixation helix most likely occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific provided the following information: this lead was explanted due to noise. Should additional information be received, this file will be updated.